Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently not responding to up button presses. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and do not have normal spring back. . There was evidence of contamination found under all key contacts. The down arrow button key contact was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.